Manufacturer narrative:
Investigation conclusion: the customer¿s experience reporting that leds were missing segments was not confirmed, however dim seven segments was confirmed on 24 returned display boards. Testing also found that 1 additional display board scrolled ¿missing segment- channel error¿ across display screen and error code 211-2000 displayed on the pcu screen. Risk assessment dir: (B)(4) notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification ((B)(4)) was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4) the customer stated that there was no patient involvement.

Event description:
It was reported that the leds are missing segments. The customer later validated that there was no patient involvement and that the defective display boards were found during planned maintenance, therefore there was no patient involvement.